Event description:
Eogo caused by proteinaceous material accumulating between the bend relief and outflow graft of the device. Exuberant hypodensity within the outflow cannula in the vicinity of the assist device pump is suggestive of chronic thrombosis. No fluid collection in the vicinity of the assist device/outflow cannula.